Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 25, 2022.

Manufacturer narrative:
This report is submitted on december 30, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to pain. It is unknown if there are plans to reimplant the patient as of the date of this report.